Event description:
During a laparoscopic gastric bypass procedure, when the plcr60b reload was fired staples were deployed but the tissue was not transected. When another plcr60b reload was fired one of the four rows of staples did not deploy completely. The anastomosis seemed to be holding, but the surgeon reinforced it by suturing.

Manufacturer narrative:
Visual inspection showed that the plcr60b reload which failed to transect tissue had a damaged knife bump. (The knife bump is a sort of cam, which when contacted by the knife causes the knife to move into position to cut tissue). This was the direct cause of the failure to transect. It is not known how or when the knife bump was damaged. The second reload had damage consistent with its having been improperly loaded. The design of the reload has since been modified to facilitate proper loading.